Event description:
Surgeon was performing a total thyroidectomy and parathyroid exploration using the harmonic scalpel. It was reported that the harmonic focus handpiece became very hot. Ref fcs9. It was also noted that on at least one occasion this device had burnt through the surgeon's gown as well as leaving small marks on the patient's neck due to the heat of this handpiece. Staff had also noted on five other occasions the device to not work as intended. These devices were placed in the nurse manager's office for handling. However, staff did not provide any patient identifiers or specific product identifiers other than the device themselves. One other lot number was identified to have been one of the five other devices. It is lot number d4jp12.